Event description:
Additional information: on (B)(6) 2017, it was reported that the patient was in the hospital for routine labs and the patient's lactate dehydrogenase (ldh) level had elevated from 866 u/l to 2030 u/l. The patient's kidney function was reportedly stable with amber colored urine. Hematocrit and hemoglobin levels were stable. Brain natriuretic peptide test increased from 575 pg/ml to 825 pg/ml. The patient's inr was 4.1 and currently on prasugrel, aspirin, and coumadin. It was reported that the patient will not go to surgery again.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that transient pump power elevations were observed on interrogation of the system controller's history. The patient was treated with heparin. After treatment, the pump powers decreased. The patient's lactate dehydrogenase (ldh) level was normal at 388 u/l, and had decreased from 500 u/l range, and urine was clear yellow. On (B)(6)2017 it was reported that the patient's ldh and brain natriuretic peptide levels increased. On (B)(6) 2017, heparin was started with persantine due to increased ldh and unspecified thromboelastography results. The patient was sub therapeutic with inr the week prior due to an abdominal hematoma. The ldh increased to 1123 u/l. The patient's plasma free hemoglobin was 14 g/dl on (B)(6) 2017, and 10 g/dl on (B)(6) 2017. No additional information was provided.